Event description:
A hone ccpd pt reported that he was overfilled during his treatment. The cycler stopped draining at 170 ml and advanced to the next fill. He felt pressure on his chest and had breathing difficulties. He drained 2,567 after filling with 1,350 ml. He felt better after draining. There was no serious injury. The pt has a last fill of only 200 ml but he does a mid day manual exchange of 1,300 ml.

Manufacturer narrative:
(B)(4).